Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(6)_clinical trial study mild increase in iop (left eye) following phacoemulsification +iol implantation+posterior capsulotomy +vitrectomy, with membrane peeling, endolaser, fluid-air exchange with c3f8 gas injection.